Event description:
Left a voicemail that his nite protector was separating.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no med attention was reported ot have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.